Manufacturer narrative:
There is no patient involvement. It is unknown when device broke. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during trochanteric femoral nail advanced (tfna) instrument set replacement on (B)(6) 2018, the technician noticed that the tip of the stepped drill was broken. There was no patient involvement. This report is for a 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection in the sterile supply, trochanteric femoral nail advanced (tfna) instrument set replacement was made. While putting the set back to be sterilized, the technician noticed that the tip of the stepped reamer was broken. There was no patient involvement.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.037.022, lot f-19939: manufacturing location: selzach. Supplier: (B)(6) , release to warehouse date: june 09, 2016. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. No non-conformance reports (ncrs) were generated during production. Review of the device history records (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: visual inspection confirmed the condition of device breakage, which agrees with the reported complaint condition. The returned drill bit (stepped reamer) was confirmed to have a broken tip. The jagged and slightly oblique fracture occurred at the distal tip and the fragment(s) were not returned. The oblique and jagged break suggests that an off-axis force most likely contributed to the device breaking. The remainder of the device shows wear consistent with several years of use. The relevant drawings were reviewed during this investigation. The device is a reusable cutting instrument available for use in the trochanteric fixation nail advanced (tfna) screw only proximal femoral nailing system for intramedullary fixation of proximal femoral fractures. The drill bit is used to drill for the core diameter of a tfna lag screw prior to lag screw insertion. No product design issues or discrepancies were observed. For the returned device, the diameter of the cannulation near location of breakage was measured and were within the specification. A definitive root cause for the device breaking could not be determined based on the provided information. The oblique and jagged break suggests that an off-axis force most likely contributed to the device breaking. This complaint is confirmed however no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.